Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box indicated that data from date of complaint has been overwritten; however, one cs128-fe88 alarm was observed in alarm history on 7/31/2015. During a visual inspection of the pump, a battery compartment crack was observed. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was shown in the history but was not duplicated during investigation. The pump case was removed and no evidence of moisture ingress or loose components was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)